Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 350cc saline breast prosthesis, cat. #3542655, serial #(B)(4) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a bilateral breast augmentation revision procedure with mentor siltex round moderate profile 350cc saline breast prostheses. The prosthesis on the right side deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information regarding this event. The patient underwent bilateral removal and replacement with 500cc mentor smooth round moderate plus profile saline implants, catalog # 3502500, s/ns (B)(4) (l) and (B)(4) (r). On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 05/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. The product evaluation (pe) team discovered lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.2 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point, is not possible to determine the origin of the brown material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).